Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre. On (B)(6) 2019, the customer obtained a sensor scan of 23 mmol/l (414 mg/dl) while on a traveling bus and self-administered insulin (dose unknown), subsequently losing consciousness. The customer was taken to a hospital in germany, where a blood glucose reading of 24 mg/dl was obtained on the hospital meter and the customer was diagnosed with hypoglycemia. A nurse administered glucagon for treatment and the customer regained consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a high readings issue with the adc freestyle libre. On (B)(6) 2019 the customer obtained a sensor scan of 23 mmol/l (414 mg/dl) while on a traveling bus and self-administered insulin (dose unknown), subsequently losing consciousness. The customer was taken to a hospital in germany, where a blood glucose reading of 24 mg/dl was obtained on the hospital meter and the customer was diagnosed with hypoglycemia. A nurse administered glucagon for treatment and the customer regained consciousness. There was no report of death or permanent injury associated with this event.